Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter was tested and the alleged complaint was not confirmed. However, a secondary issue was observed where the meter was found to a have a missing power button. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would only prompt the cal code number and would not continue to the screen to apply her sample. The following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the product issue began approximately two months prior to contacting lifescan ((B)(6) 2011). The patient reported she manages her diabetes with insulin (sliding scale). She stated that she made no changes to her usual diabetes management despite the issue. The patient alleged that 3 or 4 days after the start of the issue, she developed symptoms "dry mouth, dizzy, not feeling well, cranky and headaches". The patient reported that in early (B)(6) 2011 (exact date unknown), she went to the emergency room in response to the symptoms. The patient claimed when tested with an ER/hospital meter they obtained a reading of "over 400mg/dl". The patient reported she was treated with insulin and IV fluids. The cca noted that during troubleshooting they were able to make changes to the meter strip code. Replacement products were sent to the patient. This complaint is being reported because patient reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.